Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the non tortuous and non calcified ostium of the left main coronary artery. A 3.50x32mm promus element stent was advanced and deployed in the lesion. However it was noted that the stent was severely damaged post deployment and did not migrate. A guide wire was advanced to the lesion and another 3.50x32mm promus element stent was then implanted to treat the deformation of the first stent and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the non tortuous and non calcified ostium of the left main coronary artery. A 3.50x32mm promus element ¿ stent was advanced and deployed in the lesion. However it was noted that the stent was severely damaged post deployment and did not migrate. A guide wire was advanced to the lesion and another 3.50x32mm promus element ¿ stent was then implanted to treat the deformation of the first stent and the procedure was completed.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50x32mm promus element ¿ stent was selected, however, during the procedure while inside the patients body, the stent was dislodged. No patient complications were reported and the patient¿s status was stable.